Manufacturer narrative:
(B)(4).

Event description:
Patient and patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient and patient's mother was advised to turn off all other bluetooth devices, re-enter transmitter ID, and re-attempt pairing the transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the test failed. The reported event of bluetooth connection between transmitter and g5 mobile app issue was confirmed. The root cause was determined to be a defective transmitter.